Manufacturer narrative:
The device evaluation is on-going. Should additional/relevant information be provided, a supplemental report will be submitted.

Event description:
It was discovered while evaluating an olympus evis lucera elite colonovideoscope, that foreign material was stuck in the nozzle. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction in the fields: d5, e1 (establishment name), correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was jun/28/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.